Event description:
Report rec'd of overdelivery noted during routine biomedical engineering preventative maintenance inspection. With an expected delivered amount of 20.0 ml, the device reportedly delivered 26.0 ml and 28.0 ml on two test runs. There were no reports of any adverse pt events when the device was in clinical use.